Event description:
It was reported to philips that the equipment was sparking when shock applied. There was no patient involvement.

Event description:
It was reported to philips that the equipment was sparking when shock applied. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty external paddle set and paddle tray. The fse replaced the external paddle set and paddle tray. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.